Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hysterectomy. Event description: after the hysterectomy surgery patient has a bleeding during recovery. Patient went to the operating room to treat that bleeding. Event occurred after surgery. Additional intervention (surgery) was required. Intervention: patient re-operated. Patient status: unknown.

Event description:
Procedure performed: hysterectomy. Event description: after the hysterectomy surgery patient has a bleeding during recovery. Patient went to the or to treat that bleeding. Event occurred after surgery. Additional intervention (surgery) was required. Additional information received from applied medical representative via email on 22-dec-2021: the patient is okay. The structure that was bleeding was the right uterine artery. Volume of blood lost is estimated at 1 liter. Additional measures taken, aside from the additional surgery, were a blood transfusion, transfer to ICU and the hospital stay was extended by 1 day. Intervention: patient re-operated, blood transfusion, ICU, extended hospital stay. Patient status: okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.